Event description:
It was reported that the healthcare professional (hcp) became aware of self-inflicted injuries sustained over the weekend prior to report by the patient who had an implantable neurostimulator (ins) for the obsessive compulsive disorder (ocd) protocol. The patient was evaluated by a team of hcps and it was noted that the injuries were found to be superficial longitudinal cuts to both wrists. Both of the cuts had formed scabs and did not require further medical attention. The patient stated that they had used a razor blade after listening to a (B)(6) song about suicide. It appeared to have been an impulsive act with minimal planning. The patient felt more depressed at the time. The patient denied any current suicidal ideation or intention. Plans were discussed to ensure that the patient would reach out to one of the hcps if they felt a return of suicidal ideation. The hcps adjusted the ins programming parameters in order to enhance the patient¿s mood. The patient had longstanding intractable ocd and comorbid depression. The hcps believed that the self-injurious behavior was related to the patient¿s underlying condition in the context of frustration with the pace of response to the ins. The patient would see the hcp for psychotherapy two days from the date of the report. It was noted that the information did not indicate a new or increased risk. In the opinion of the hcps, the protocol and consent documents did not require revis ion. The patient appeared to have stabilized and the hcp would continue close monitoring over the next few weeks from report. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
(B)(4).